Event description:
Healthcare professional reported right capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, rupture.

Event description:
Patient reported right side "bulge". Patient additionally reported right capsular contracture baker grade IV, rupture, and "higher than the other". Healthcare professional reported right capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side bulge, "capsular contracture baker grade IV, rupture confirmed with an ultrasound, and "higher than the other." Healthcare professional confirmed capsular contracture baker grade iii and additionally reported patient felt implants "created medical problems like fatigue, hypothyroidism, hypertension, hyper cholesterol," (not device related). Healthcare professional later reported "hole, non-specific." Patient undergone capsulectomy. Device has been explanted, not replaced, and discarded.

Event description:
Patient reported bulge, "right side capsular contracture baker grade IV, rupture confirmed with an ultrasound, and "higher than the other." Healthcare professional confirmed capsular contracture baker grade iii and additionally reported, patient felt implants "created medical problems like fatigue, hypothyroidism, htn, hyper cholesterol," (not device related). Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.